Event description:
The customer reported that after a patient death occurred, they wanted to know if the product functioned properly.

Manufacturer narrative:
(B)(4). The customer reported that after a patient death occurred, they wanted to know if the product functioned properly at the time based on the rapid deterioration of the patient within the timeframe of one hour. The customer is not alleging a malfunction but is requesting an analysis of provided data to better determine the progression of events. Preliminary analysis of the alarm logs from the hospital and from remote monitoring at the associated hospital both show multiple central alarms with local alarm acknowledgment (silencing). Phillips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.